Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2; h3; h5; h6. Complaint sample was evaluated, and the reported event was confirmed. The device was returned fractured with the metal tip still remaining on the anchor. The anchor returned shows signs of use as well as wear and tear. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: possible lots given: 65390524 or 66438476. 65390524. H4: manufacturing date: feb 8, 2022. D4: expiration date: feb 8, 2027. 66438476. H4: manufacturing date: dec 28, 2023. D4: expiration date: dec 28, 2028. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision surgery for an anchor pull out in vivo for an anchor implanted approximately 1 month prior. During the revision surgery, it was noted that the anchor was fractured. Anchor was removed and no additional devices needed to be implanted as during initial surgery, two anchors were implanted, and the remaining anchor was still serving its intended purpose. Attempts have been made and additional information on the reported event is unavailable at this time.